Manufacturer narrative:
Concomitant products: product ID 7482a51, serial# nhu177818v, implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot# v100240, implanted: (B)(6) 2008, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's device had died. It was stated the device 'started to go out' three weeks ago. The patient experienced a return of symptoms and was 'not feeling great.' In addition, the patient experienced shaking and their leg was 'freezing.' It was noted the patient was working with their healthcare provider. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information received reported that the cause of the event was normal battery depletion. The implantable neurostimulator was replaced on (B)(6) 2013. It was noted that the ins was reprogrammed on (B)(6) 2013 and (B)(6) 2013. The reprogramming resulted in zero tremors. It was added that the battery went out while the patient was visiting family out of state for the holidays. The patient outcome was reported as no injury.